Event description:
Procedure: right knee revision of bilateral patient. Original surgery was performed on (B)(6) 2011. Patient's right knee was revised on (B)(6) 2014. Reason for revision: synovitis and pain. Surgeon did not make any comments to indicate that reason for revision was due to fault or failure of our prosthesis. (B)(4) 2014 - added product codes and lot numbers not clear which products are for right knee.

Manufacturer narrative:
Additional narrative: it has been determined that this product has not been sold in the us, and therefore, no MDR was required; therefore, we are rejecting this report.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.